Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the tech became aware that the patella clamp was not accepting the drill guide properly. It was deemed that the spring mechanism that holds the drill guide and the clamp for insertion was damaged. Another clamp was on the shelf and used in the surgery. The damaged clamp has been returned to the distributor's office after being cleaned.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.